Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the device was prepped and cycled on the back table with no leaks or issues noted. The device was then implanted and seated proximally where the patient had thick plaque from peyroine's disease. The corporotomy was then sutured closed; however, when the device was cycled again, blood was seen in the syringe indicating a leak. The corporotomy was then opened back up and the device was removed. A leak was identified at the juncture of the narrow base tubing.

Event description:
According to the available information, the device was prepped and cycled on the back table with no leaks or issues noted. The device was then implanted and seated proximally where the patient had thick plaque from peyronie's disease. The corporotomy was then sutured closed; however, when the device was cycled again, blood was seen in the syringe indicating a leak. The corporotomy was then opened back up and the device was removed. A leak was identified at the juncture of the narrow base tubing.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tubing of cylinder 1 at the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the strain relief of cylinder 1 to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.